Event description:
Reporter indicated that a vns patient has experienced auras, similar to what was experienced pre-vns. Additionally, the patient does not perceive stimulation. Diagnostic test results were within normal limits. The patient's duty cycle was changed. Good faith attempts for additional information have been unsuccessful to date.